Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor successfully paired to the dexcom app but initially failed to pair to the ilet, consistent with an intermittent communication failure involving an electrical/magnetic component, specifically the antenna; the issue was resolved after the user toggled settings and reentered the pairing code, and the sensor subsequently connected to the ilet. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet associated with communication performance, with the antenna component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.